Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No device related issues were reported by the account. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient received a heart transplantation on (B)(6) 2022. No product is available for investigation. If (B)(6) is returned, this complaint will be reopened to evaluate the device the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. No device related issues were reported by the account. This IFU lists multiple patient conditions as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.